Event description:
Customer reported that unit overfilled a final container. The unit was programmed to deliver 325ml sterile water from station 1 and 25ml of 70% dextrose from station 4. However, the total volume delivered display read 380ml, instead of 350ml. This is an error of 7.1%, which exceeds the MFR's spec limits of +/-5%. There was no alarm. The bag was discarded, so there was no pt involvement. The unit will be sent to product services for eval.